Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.

Manufacturer narrative:
We checked the returned unit and confirmed that the air nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air nozzle. In addition, we confirmed that the operation channel perforated, the insertion flexible tube (ift) buckled, the water nozzle missing, the operation channel leak, and the distal body melted; however, they are not the main cause, and/or irrelevant to the alleged complaint. In terms of nozzle missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.